Event description:
Following a heart catherization, an angio-seal device was inserted. The pt developed an ischemic right leg which required surgical removal of the angio-seal device. An aortogram confirmed thrombosis of the right femoral artery. A right femoral thrombectomy with a dacron patch angioplasty of the common femoral artery was performed. The pt is reported to be in stable condition.